Manufacturer narrative:
Product has not been returned and no harm(s) reported. Therefore, a DHR review was completed for kit lot number k08a112707224m7 with 0 discrepancies found (all lots passed in total per the sampling plan). A review of existing capas, scars and ncmrs were completed and there are no prior records related to "false positive" failure mode for this lot. Kit lot number k08a112707224m7, has 0 additional complaints from this customer nor any other customer associated with a "false positive" failure mode prior to the reported receipt date of august 30, 2022. Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. The (B)(4). DHR review kit lot# k08a112707224m7: sample vial lot DHR review: 2112125, 2204175 (associated internal lot # 210762-2kc, 220305-8d) test lot dhrs review: 2203578 (associated internal lot # 220305-27s) . Based on the limited information available, root cause cannot be determined. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. Lucira health will continue to monitor trends related to false positive results in accordance with post-market surveillance process. A supplemental report will be filed if any further investigation and/or additional information is obtained. Based on the complaint review, no harm was reported within the complaint. This device is marketed under (B)(4) check-it. Expiration date of kit lot number k08a112707224m7-03/18/2023.

Event description:
One device reported as having an alleged false positive result. The complainant reported that an individual performed a lucira test (kit lot number k08a112707224m7) with a positive result. The customer retested with an accula (pcr) test with a negative result.